Event description:
It was reported that the valve was explanted because the physician was unable to change the pressure-level from 2.0 to 1.5.

Manufacturer narrative:
The valve was adjusted down to pl 0.5. The valve was then able to adjust to all pressure levels except pl 2.5. Dissection of the valve showed no anomalies. Compression testing of the return spring also showed no anomalies. A review of the mfg records showed no anomalies. All our products are 100% tested at the time of MFR.